Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No motor error or motor position encoder error alarms were noted. Device was monitored for 24 hrs and no unexpected delivery of bolus or motor movement was noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blood glucose issues. The customer's blood glucose was gotten into the 600smg/dl and current blood glucose is 116mg/dl or 119mg/dl. Customer states that he has been discharged from work because of highs and lows. Trouble shooting was performed and found device has cosmetic damage. Customer states that he has felt the motor run on his pump without turning off. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.